Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint.

Event description:
It was reported to nevro that during the implant procedure the tip of one of the leads frayed. The lead was removed and replaced, and the procedure continued without further incident. No injuries were sustained by the patient. There have been no reports of further complications regarding this event.